Event description:
Pt was positioned in the operating room for a tonsilectomy & adenoidectomy. As the surgeon began surgery with the bovie in hand and foot placed on the bovie pedal he initiated the vaporization, and immediately saw an arc, then a flame. Pt sustained a burn undersurface of the uvula and adenoid bed. The burn was reported to be superficial, some charring noted, pt discharged home.